Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review, existing data review and a complaint history review. Investigation is summarized as follows: complaint history review. The complaint history review was performed in pilgrim smartsolve v9.1. Complaint trending per am01-01-002 was recently completed and a trend violation was not identified, and the upper control limit was not exceeded for product 08n53-002. Quality data review. Nonconformance (nc) / corrective and preventive action (CAPA) review. A search of nc/CAPA records was performed for instances related to liquid waste splashing an employee in the eyes due to being bumped by a co-worker while transferring the liquid waste to a secondary container, on an alinity m system, list number (ln) 08n53-002. The query did not identify any quality records. The nonconformance/CAPA search concluded there were no nc/CAPA records related to the issue referenced above. Existing data review. Review of the alinity m system operations manual provides labeling which includes the following: use or function of the system solutions drawer, safety symbols, including biological risk and caution hazards, biological hazards, which include the use of personal protective equipment , chemical hazards, and spill cleanup. A service history review did not find any prior service tickets related to instances of liquid waste splashing an employee in the eyes due to being bumped by a co-worker while transferring the liquid waste to a secondary container on alinity m system (ln 08n53-02), sn (B)(6). Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
It was reported that a user of the alinity m system experienced a splash to the eyes after being inadvertently bumped by a coworker. While emptying the liquid waste into a secondary container, the employee was bumped by a coworker in the process and liquid waste splashed into their eyes. The employee was wearing lab coat and gloves, but did not have a face shield or goggles on while emptying the waste. The employee used the eye wash station immediately, and they flushed their eyes for 10 minutes. The employee did not immediately seek physician care. It was not disclosed if prophylactic treatment was used. They went to their primary care physician the next business day for an infection and injury assessment. The affected individual tested negative for hcv and hiv infection, and follow up testing was still negative. No permanent injury was present as a result of the splash. The individual did not miss any work as a result of the splash. The individuals employer conducted a safety review, and the event was reported to workman's compensation. As a result of the review, the customer's protocols on handling waste and using the alinity m system were updated for safety. Personal protective equipment (ppe) has been enforced with full face shields used, the staff was retrained, and safety is continuously monitored. No other personal injuries or close calls have occurred since date of incidence. The call taker requested additional information regarding any treatment related to the splash in their eyes. However, the customer did not disclose if any treatment or other testing was performed. It was reported on (B)(6) 2023 that the individual is still testing negative. No additional issues present and employee is performing full duties. The alinity m system operations manual outlines the appropriate steps for cleaning liquid waste. Specifically, the liquid waste section outlines appropriate personal protective equipment (including eyewear) to wear when cleaning waste.